Event description:
It was reported that the customer was unable to restart his/her insulin pump. The insulin pump had a blank display. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no blank display noted. The unit had no damage found on the c13 lcd isolation tape noted. The unit was unable to perform the operating currents test due to button or keypad anomaly. The insulin pump was received with broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.